Event description:
The complainant reported that during impella cp insertion, there was initially difficulty crossing the aortic valve (aov) with the wire into the left ventricle (lv) due to severe aortic stenosis. As the physician attempted to push across, the impella cannula kinked and could not move further across the aov. On fluoroscopy, the outflow was just across the valve. The physician then performed single access through the14 french peel-away to get a wire across and attempted valvuloplasty for better delivery of the impella across the valve. As the physician managed to get balloon across the aov, it pushed the impella cp in further to a better position and unkinked the cannula. Wires and balloon were removed and the impella was started with good flows. Additionally, upon arrival at the intenstive care unit, hemolysis was noted in the foley catheter. The impella p-level was turned down. The next day, the impella was repositioned and urine started to clear. It was further reported that the patient started displaying signs and symptoms of a gastrointestinal bleed. The family made the decision to withdraw care, and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of product damage (cannula kink), hemolysis, and vascular damage - peripheral vessel has been completed. The pump was not returned for investigation. The data log did not record any abnormalities related to pump flow, motor current, or positioning issues. Some discrepancies in the placement signal were noted without affecting the pump's performance during the hemolysis event. The data log was not conclusive without the returned product investigation and sufficient clinical information to derive the root cause of the hemolysis. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the cannula kink issue was most likely patient condition related to severe aortic stenosis. The cause of the vascular damage issue was not determined since sufficient product was not returned and sufficient clinical information was not provided. The relation to impella and gastrointestinal bleed is unknown.